Event description:
It was reported that a stent failed to deploy during a procedure to open up a stenosis in a fistula. The doctor pulled on the delivery system and nothing happened; he tried to deploy the stent a number of times. He pulled the delivery system out and deployed another stent successfully.